Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent has not been explanted, it remains in the patient. There has been no adverse event reported for the patient. Patient was given aspirin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a protege everflex stent to treat a severely calcified, moderately tortuous, 100%(chronic total occlusion, cto) stenotic lesion in the distal right superficial femoral artery(sfa). The artery diameter and lesion length were 5mm 300mm, respectively. The lesion was pre-dilated with a 3mm device. There was no damage noted to the packaging and no issues noted when removing the device from the tray. The device was prepped without issue. A 6fr non-medtronic sheath and a a 0.035x300cm non-medtronic guidewire were used for the procedure. No embolic protection was used. The device did not pass through a previously deployed stent, no resistance was encountered and no excessive force was applied during delivery of the device to the lesion. The actual procedure was carried out without incident. After deployment of the stent and post the procedure, it was noted that the device itself was expired. There was no patient injury reported.